Event description:
The following article was reviewed: (B)(6) 2022. Editor's choice¿structured computed tomography analysis can identify the majority of patients at risk of post-endovascular aortic repair rupture. European journal of vascular and endovascular surgery, 64(2-3), pp.166-174. The article is retrospective, multi-center study of patients presenting with abdominal aortic aneurysms who were treated with endovascular aneurysm repair (evar). Patients were treated between 2008 and 2018 and follow up ran through 2020. The primary objective of the study was to analyze the causes of aneurysm rupture in patients treated with evar. One thousand eight hundred five patients were enrolled in the study and 252 were treated with gore® excluder® aaa endoprostheses. Of these, 129 were treated with devices paired with the gore® c3® delivery system, including the patient described below. One patient treated with a gore® device subsequently presented with aneurysm rupture due to a type ib endoleak. The endoleak was caused by device migration in the distal sealing zone. The treatment for the rupture and the patient's condition is unknown.

Manufacturer narrative:
The following article was reviewed: (B)(6) 2022. Editor's choice¿structured computed tomography analysis can identify the majority of patients at risk of post-endovascular aortic repair rupture. European journal of vascular and endovascular surgery, 64(2-3), pp.166-174. A1: no patient identified was been provided within the literature. Therefore the w. L. Gore reference number was used instead. B3: the exact date the event occurred remains unknown. Therefore the date the literature was first published was used. H6-code b13: the author was requested to provide additional information to this incident reported within the literature. Also device information, patient condition, and treatment information have been requested. Further more dicom imaging dataset have been asked to be shared with gore for evaluation. The answer is pending. H3- other: the actual device involved in the adverse event is not readily accessible for testing as the location is unknown. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Cause investigation and conclusion: several requests were emailed to the corresponding author to further clarify the event, dates of the procedures, onset date of the migration, suspected reason for the migration/ endoleak type 1 b, the serial numbers of the involved gore devices and patient information (demographic, medical history). Also computed tomography imaging series (pre-, intra-, post-procedural) were requested for evaluation. The requests remain unanswered. A unique device identification was not provided. Without a lot number or device serial number, the manufacturing date and/or production details cannot be determined. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. Based on the literature review and the subsequent investigation, no further information was provided to gore, therefore we are unable to determine the cause of this incident and assign a root cause. In the instructions for use the following is stated: warnings and precautions: general intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms and / or persistent endoleak. An increase in aneurysm size and / or persistent endoleak may lead to aneurysm rupture. Potential device or procedure-related adverse events: aneurysm rupture and death. Endoleak. Endoprosthesis or delivery system: component migration. Warning: incorrect deployment or migration of the endoprosthesis may require surgical intervention.